Event description:
The dr felt the shunt was dry when he opened the package. The catheter looked aged. Something may have happened to the material. The catheter was not resterilzed or soaked in anything at the hosp.